Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented for a follow-up after transtelephonic monitoring showed single chamber magnet response. Interrogation revealed vvi mode with dashes for parameters. Measured battery data was 2.66 v, 15 ua, <1 kohms. A microprocessor restart was initially successful, but after removing the wand, the microprocessor would not start.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received f10 - code 2203 - microprocessor reset